Event description:
The subject #19 of 70 that (B)(6) facility reported as receiving false positive test result on (B)(6) 2021. Approximately 200 asymptomatic individuals tested carestart covid-19 antigen home-test.

Manufacturer narrative:
Possible root causes of suspected false positive results reported by (B)(6) are following: complainant might misinterpret test results. Complainant might not follow the instructions for use (IFU). Inadequate sample collection (excess blood or mucus on swab). Interpreting result after 15 minutes. Not performing test immediately after opening the test device in the pouch. Potential contact with foreign substances and household cleaning products during sample collection and testing. Operating test outside of storage conditions. Complainant did not perform the test in accordance with its intended use did not perform a serial testing. 2% of false positive results are expected based on performance characteristics claimed for this test (98% npa). Another brand of covid-19 antigen self-test that complainant performed might yield false negative result. Internal investigation of cp21h08 (i.e., batch record review, in-process qc records review, and retain test) showed no evidence of false positive results. The subject #19 of 70 that (B)(6) facility reported as receiving false positive test result on (B)(6) 2021. The subject #19 verified his/her negativity using another brand of covid-19 antigen self-test. (B)(6) noted that, due to their client's privacy and security policies, they are not able to provide any information of the subject involved in this case. In the absence of the personal information and inability to communicate with the subject, it would be difficult to rule out potential root causes identified above.